Manufacturer narrative:
Concomitant product:694765 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complic ations have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.